Event description:
The aq5010v silicone three piece lens tore as it was injected into the eye. The incision was enlarged to remove the lens and sutured after another same model/ same diopter lens was implanted. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Surgical incision, enlargement of, surgical procedure, sutures. Evaluation result: visual inspection of the returned lens showed part of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).